Event description:
It was reported that there are 11 cases of sudep with vns underway at the moment of death, and one case of sudep with vns stopped. It was stated that no conclusions can be drawn from these figures and it is purely descriptive information. This information is listed and was reported from the company's database. The other 10 reports of patients implanted with vns underway and reported sudep are captured in the following reports: MFR. Report #: 1644487-2018-01286, MFR. Report #: 1644487-2018-01287, MFR. Report #: 1644487-2018-01288, MFR. Report #: 1644487-2018-01289, MFR. Report #: 1644487-2018-01281, MFR. Report #: 1644487-2018-01279, MFR. Report #: 1644487-2018-01280, MFR. Report #: 1644487-2018-01282, MFR. Report #: 1644487-2018-01283, MFR. Report #: 1644487-2018-01284. The report of sudep where the vns was disabled is captured in MFR. Report #: 1644487-2018-01277.